Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: (B)(4). Case subject: npi 8100 channel error account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0 rcnd. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) biomed need assistance on 8100 sn (B)(6) having a channel error, when plugin to another 8100 module it will not recognize at all no channel ID. Case resolution: logic board more like faulty. Need to replaced logic board. I also recommend to consider sending it in for a flat rate repair. Biomed will consider sending it in for repair.